Event description:
Report received indicated that the savvy balloon leaked during testing prior to use on patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.